Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New rep at (B)(6) medical center. During a case, the sleeve driver was disengaging from sleeve body used to impact the sleeve trial. The sleeve driver disengaged twice wile extracting the sleeve impactor body. This incident maybe added 20 seconds to the entire case. After the surgery, I examined the sleeve driver, and noticed the button which engages in the body was worn. Asking that this is replaced and shipped to: (B)(6). The damaged instrument will be returned to (B)(6). Lot code: ay0703. P.s: on the complaint tool; you are unable to add the lot code. The product won't add/upload when the lot is also typed patient consequence? No.